Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. A perclose proglide device is being reported under a separate medwatch report number.

Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned device found an anterior cuff miss occurred during the needle deployment as evidenced by the anterior cuff remaining in the foot pocket. Contributing factors for the anterior cuff miss included, but not limited to, manufacturing deficiencies, challenging anatomical conditions, and incorrect deployment techniques. The needle trajectory of every device is verified during manufacturing. During testing, a proxy plunger was inserted to test the needle trajectory and push mandrel travel and the results met the manufacturing criteria. The anterior cuff successfully captured the needle during insertion. Although, there were no challenging anatomical conditions reported or definitive evidence in the evaluation of the returned device to suggest incorrect technique, based on the successful test of the devices needle trajectory and during manufacturing, the probable cause for the anterior cuff miss is needle deflection during plunger deployment due to interaction with human tissue or a failure to maintain a stable position of the device with respect to the tissue tract. No manufacturing or quality deficiency was detected. A query of the complaint database for this lot did not reveal any similar incidents. A review of the finished device lot history records did not reveal any relevant nonconforming material records for this lot that could have contributed to this complaint.

Event description:
It was reported that a physician attempted placement of the sutures of two proglide devices using the pre-close technique prior to an abdominal aortic aneurysm repair procedure in the common femoral artery. Reportedly, using four proglide devices in the common femoral artery, two of the proglide devices experienced cuff misses. The common femoral artery was closed with the second two proglide devices. The physician is reported to be trained in the use of the proglide device. There was no reported clinically significant delay in the entire procedure. There were no reported adverse patient sequelae. No additional information was provided.